Event description:
In 2009, the lay user/pt contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately high compared to another device. The medical surveillance specialist (mss) spoke with the pt one week later and obtained the following info: the pt reported that on the early morning three days ago, she obtained an alleged high blood glucose reading of "213 mg/dl" with the subject meter. The pt claimed she was feeling fine and did not feel her blood glucose was that high. Therefore, she immediately tested on another meter (accuchek) and obtained a result of "127 mg/dl". The pt confirmed that just a few minutes elapsed between the two tests. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30%. The pt confirmed she is on an insulin pump; however, denied taking any action regarding her diabetes management in response to either of the results obtained. Approx 1/2 hour later, the pt stated that she began to feel lightheaded and shaky. At the onset of symptoms, the pt confirmed she tested with her accuchek meter, but did not recall the result obtained. In response to the symptoms, the pt claimed she ate something and confirmed she felt better afterwards. The pt informed the mss that in the past month, she has had 4 or 5 incidents in which her blood sugar has dropped rapidly for an unk reason. The pt mentioned her hcp is currently working with her and making adjustments to her insulin regimen because she was initially testing very high and now she is testing low. At the time of troubleshooting, the cca noted that the pt did not have control solution with her to test the subject meter. Replacement products were sent to the pt. This complaint is being reported because the pt reportedly developed symptoms suggestive of severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.